Event description:
The patient reported they paused insulin delivery on their pdm (personal diabetes manager), and it continued to deliver insulin. The patient reported hearing the pod continue to click as it does when delivering insulin. Patient reported this resulted in a hypoglycemic event and loss of consciousness that required hospitalization. Once at the hospital emergency room the patient reported having the insulin "flushed". The patient reported they were discharged from the hospital the same day. It was noted that the patient reported 4 additional times they paused insulin delivery on their pdm, and it continued to deliver the insulin. No adverse or medical events associated with the additional 4 times.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia or unable to pause insulin delivery. No lot release records were reviewed, as the product lot number was not provided.